Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited chronic high out of range shock lead impedances measuring 125 ohms. No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
This product was manufactured prior implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.